Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2002. (B)(4).

Event description:
The patient reported having chest pain since implant, and that the patient didn't think the device was working. Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.